Manufacturer narrative:
Infection was reported for patient with a total knee implant. Revision surgery occurred to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Infection was reported for patient with a total knee implant. Revision surgery occurred to exchange the poly inserts.